Manufacturer narrative:
Retainer ring = black customer returned insulin pump for an alleged pump error 23 alarm, short battery life found on (B)(6) 2021. Device passed the displacement test, active current test and self test. No unexpected low battery alert, battery power loss alarm or pump error 23 alarm noted during testing. However, high sleep current noted during sleep current measurement. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. However, the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) dropped and backed up 2 times which indicated esd latch-up on an ic. No power/battery alarms or alerts found in the history files or traces on (B)(6) 2021. Pump monitored without the test energizer battery inside the battery compartment and reinserts it back into the battery compartment for less than 10 minutes and no unexpected pump error 23 alarm noted. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. Swapped out test pcba 1 and pcba 2 one by one and the result is still high. Unable to locate the ic that latching up. Problem isolated to electronic assembly. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked select button keypad overlay and minor scratched lcd window. Pump error 23 alarm not confirmed. Short battery life confirmed due to high sleep current. High sleep current cause by one of the ic latching up. Cosmetic damage found on the keypad overlay. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a low battery alarm and battery failed alarm. Customer again called back after previously completing low battery troubleshooting within a week. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.